Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 76-year-old male was implanted with an impella cp device for mechanical circulatory support. It was reported while attempting to place the patient on support, the patient was observed having iliac and aorta torturous vessels making inserting the device difficult. The patient was on support for 33 minutes prior to explanting the impella with perclose and manual pressure was applied.